Event description:
It was reported that the pacing lead impedance (pli) amplitude varied at implant. Pli continued to decrease after device testing. A lead reposition was discussed, however the physician elected to allow the patient to heal and evaluate the r-amplitude and pli at a later time. The st. Jude sales representative later reported that the lead had perforated. As a result, the lead was repositioned.